Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor would not get telemetry. Troubleshooting steps were taken to no avail. The patient was referred to the device clinic to rule out potential device issues. Follow up with the clinic was attempted but unsuccessful. The device remains in use. No patient complications have been reported as a result of this event.